Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt was over weight. The caller was informed yesterday that patient had something happen to their wires where they were disconnected and the computer was sideways sticking out of their back. Pt had to go to the emergency care. Caller did not know patient's date of birth or the event date or the managing physician. Caller wanted to know what patient should do or who to call. The patient was redirected to their healthcare provider to further address the issue. Ps agent provided caller with patient services number due to callers request. Caller noted they did not have information about the (B)(6).